Manufacturer narrative:
An email was received from the complaint reporter providing additional information as follows: the patient noticed halos and blurry vision in the left eye since the day of the surgery. The lens will be exchanged; however, the explant has not been scheduled. Date of birth: (B)(6). Serial#: (B)(4). Catalog#: zmb00u0210, expiration date: 04/19/2018, UDI #: (B)(4). If implanted; give date: (B)(6) 2015. If explanted; give date: not applicable, to date the lens remains implanted. Device manufacture date: 05/19/2014. Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that it seems like the middle of the optic is not polished enough and that the patient has blurry vision. The intraocular lens remains implanted. No additional information was provided to abbott medical optics.